Event description:
Physician ordered the placement of a PICC line for the pt. Catheter was measured and cut to desired length. Left arm was prepped with betadine and draped in a sterile fashion. Introducer was placed in left basilar vein with ease. Good blood return. Catheter threaded through introducer without difficulty with forceps provided. Catheter was secured with dressing and flushed with 5 cc heparin flush solution. Chest x-ray for catheter placement revealed catheter to be in proper position but radiologists identified a wire-like object in the right pulmonary artery. Pt was transferred to the services of a thoracic surgeon who removed the foreign body under fluoroscopy. Pt is doing well.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.